Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing pain from the implantable pulse generator (ipg) whenever doing physical activity, and was informed by the doctor that there was "something wrong with implant". The ipg remains in use. No further patient complications have been reported as a result of this event.